Event description:
It was reported that in preparation for an unspecified procedure, the tip of the zipwire fell off prior to insertion. The lesion to be treated is unk. The event occurred outside of the pt and the wire was not used. The procedure was successfully completed with another wire. No pt injuries or complications were reported.

Manufacturer narrative:
The wire has not been returned for analysis as of the date of this report.